Manufacturer narrative:
Correction: h6 -investigation conclusions.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted do to recall. Further information was requested but not received.

Manufacturer narrative:
An interrogation of the device revealed the device was at elective replacement indicator (eri) when received. No battery performance alert (bpa) was detected. A longevity calculation was performed and found the battery depletion was normal based on the device usage.